Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had blank display. The customer's blood glucose level was 145 mg/dl. The customer inserted a new battery but the insulin pump was not working. The insulin pump will be returned for analysis.